Event description:
It was reported that (1) sw110 was used during a lap nissen fundoplication procedure. It was reported by the rep that the suture assistant reload fell inside the pt after firing. According to surgeon it was the 3rd or 4th firing in the procedure when she noticed that the reload had come off the sw100. The device had fallen into the pt. The surgeon retrieved the sw100 with laparoscopic grasper and took it out through the trocar site piece by piece. The scrub reloaded the sw100 and the next knot worked fine. No added incision was needed and the surgeon does not report any slipped knots. There was no consequence to pt.